Event description:
Additional information was received that, during admission the patient inr level was noted to be 1.6. Furthermore, the partial thromboplastin time was determined to be 25.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 9 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient was implanted with a left ventricular assist system (lvas) on (B)(6) 2018. It was reported the patient was admitted for a gastrointestinal bleed (gi). The patient's symptoms included dark tarry stool for a week, dizziness and weakness. The patient reported for previous mechanical falls. No further information was reported.